Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed. Pairing with (B)(6) bluetooth device: passed. Transmitter functional tester: passed. Share log review: and customer complaint was confirmed via data. Performed pairing test with nordic bluetooth device: passed. The reported event of a loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Product was provided for evaluation. A follow-up report will be submitted upon its completion.